Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg 300-350 mg/dl) and the customer initially thought that insulin was not being delivered as the fill estimate had only decreased 1.0 unit in an hour and the basal rate was 4.0 units/hour. Tandem technical support performed a pump system check and no device issues were identified. The customer acknowledged the information.